Event description:
It was reported that during the case anspach drill becomes unlocked more often than normal during burring. Upon inspection, the ball detent mechanism in the metal ring of the handpiece is faulty. Tried locking different anspach drills and different long attachments, and noticed that with this particular handpiece it required a lot less force to unlock when compared to other handpieces. The case could proceed with the slight inconvenience of relocking the drill every couple of minutes. No delays reported or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which did not confirm the reported event. The exterior condition shows moderate wear (scratches, discoloration). Nothing was identified visually that contributed to the reported problem. It was noted that there is tape on the cable near the handpiece strain relief. The connector is mis-shaped. There is excess silicone on the connector strain relief. The snap lock is the old style without pin. A functional evaluation was performed, according to pv0004 rev. C. The reported problem was not confirmed. The handpiece passed with a torque value of 32. In addition, a functional evaluation was performed on the part beyond the reported complaint. No additional functional nonconformances were identified. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be no problem found. No corrective actions have been initiated for this issue.